Manufacturer narrative:
Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous venovenous hemodiafiltration with a prismaflex st150 set, an external blood leak was observed when "an internal component of the circuit had snapped off inside the vas cath". The volume of blood loss was not known. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed that the cone of the set return male luer lock was broken, which allowed the leakage. This component is provided preassembled by a vantive supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the broken luer connector was determined to be related to supplier product design and manufacturing. Corrective action preventive action and change control records were previously opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.